Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (100 mcg/ml at 25 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient got her medication switched out in the pump in the clinic and then came over to the surgery center to have the system contents removed. In attempting this, the catheter would not aspirate. A bridge bolus was then performed. No decision had yet been made about what to do about the catheter not flowing. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if surgical intervention would occur.